Manufacturer narrative:
12-sep-2017 product investigation results: reporter returned one toothbrush head on 24-jul-2017. Toothbrush head confirmed to be counterfeit.

Event description:
Damage my gums [gingival injury]. New head literally fell to pieces in my mouth causing me to damage my gums - oral-b precision clean brushhead [injury associated with device]. Brush head literally fell to pieces in mouth / faulty head [device breakage]. Product counterfeit [product counterfeit]. Case description: a female consumer of unspecified age reported spontaneously via e-mail on 15-jul-2017 that she recently changed the oral-b power oral care refill precision clean for her oral-b rechargeable toothbrush, version unknown when after less than two weeks the new brush head literally fell to pieces in her mouth, causing her to damage her gums in the process. She had retained the faulty head and could return it for inspection. This was not the first time she had used this particular version of brush head. The case outcome was unknown. Treatment details: unknown. Relevant history: none reported. No further information was provided. 19-jul-2017 received consumer's follow-up e-mail: the consumer reported that the brush head in question was the last of the 4 brush heads in the pack, so the packaging had been disposed of. No further information was provided. 19-jul-2017 received consumer's follow-up e-mail: the consumer reported that as a result of the issue, she was using the 3d clean heads. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Reporter returned product on 24-jul-2017. Product investigation is in progress.

Event description:
Damage my gums [gingival injury]; new head literally fell to pieces in my mouth causing me to damage my gums - oral-b precision clean brushhead [injury associated with device]; brush head literally fell to pieces in mouth / faulty head [device breakage]. Case description: a female consumer of unspecified age reported spontaneously via e-mail on (B)(6) 2017 that she recently changed the oral-b power oral care refill precision clean for her oral-b rechargeable toothbrush, version unknown when after less than two weeks the new brush head literally fell to pieces in her mouth, causing her to damage her gums in the process. She had retained the faulty head and could return it for inspection. This was not the first time she had used this particular version of brush head. The case outcome was unknown. Treatment details: unknown. Relevant history: none reported. No further information was provided. On (B)(6) 2017 received consumer's follow-up e-mail: the consumer reported that the brush head in question was the last of the 4 brush heads in the pack, so the packaging had been disposed of. No further information was provided. On (B)(6) 2017 received consumer's follow-up e-mail: the consumer reported that as a result of the issue, she was using the 3d clean heads. No further information was provided.